Manufacturer narrative:
The product is currently on legal hold due to pending litigation and cannot be analyzed by the post market quality assurance laboratory. If legal clearance is received the device will be analyzed and the event updated. This device is included in the following advisory populations: avt latching population communicated on (B)(6) 2005 and the mid-life display of replacement indicators communicated on (B)(6) 2007. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the device was performed. Initial analysis noted that the device did not have telemetry function and a buzzing sound from the device was observed during handling. The device case was removed and internal visual inspection revealed that a component within the accelerometer was damaged. The damage was suspected to be a result of chest trauma the patient sustained from a motor vehicle accident.

Event description:
Boston scientific crm received information that the patient implanted with this implantable cardioverter defibrillator (ICD) which is included in this advisory population retained legal counsel and plans to file a lawsuit. There were no specific allegations against device malfunction. New information received indicates that this patient was in a motor vehicle accident with trauma to the chest area. The device was not interrogated prior to discharge. One month later the patient presented with whistling noise from device area. Attempts to interrogate the device were unsuccessful. The device was explanted and replaced without incident.